Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head image was not working. There were no reports of patient harm.

Event description:
It was reported, the camera head image was not working. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: a2-a6, b6-b7 and d10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device passed all visual and functional testing. The event was unable to be reproduced. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.